Manufacturer narrative:
The complaint device is not being returned, therefore, unavailable for a physical evaluation. This complaint cannot be confirmed. No non-conformances were identified for this part-lot number combination per qlik query executed 03/01/2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate that during an unknown procedure the first anchor come off right after the anchor was implanted into the patient's body. The procedure was completed without any other problem, although it was not reported how the surgery was completed. The device was brand new and the first use when the issue occurred. The affiliate reported no patient harm, but there was no information on surgical delay available. The affiliate reported that no further information was provided.